Event description:
Percutaneous coronary intervention (pci) was performed on a lesion in the circumflex of 13mm in length in a 2.5mm vessel diameter. The lesion was calcified and severely tortuous. The lesion was pre-dilated with a 2.5x9mm maverick balloon before attempting to cross with a 3.0x33mm cypher stent. However, the stent did not cross. The device was removed without any difficulty and there was no damage noted on the device when it was removed. When the product was received for analysis, the proximal stent struts were flared. The product analysis is pending.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also available for testing and evaluation but the report is not available as of this writing. Add'l details received, including clarification of the procedure, will be submitted within 30 days upon receipt.